Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant, the patient had a four centimeter intrinsic esophageal tumor, approximately five centimeters above the cardia. The anatomy was not tortuous, nor dilated prior to stent placement. During deployment the suture became stuck on the strut of the stent. As a result, the stent was partially deployed. The device was removed from the patient without issue, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be 'good-stable'.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant, the patient had a four centimeter intrinsic esophageal tumor, approximately five centimeters above the cardia. The anatomy was not tortuous, nor dilated prior to stent placement. During deployment the suture became stuck on the strut of the stent. As a result, the stent was partially deployed. The device was removed from the patient without issue, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "good-stable".

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed by 8.5 cm. The remainder of the deployment suture thread was returned severely tangled and entwined around the proximal shaft. Following entanglement of the deployment suture thread, the suture was retracted and the stent was fully deployed without issue. The stent was returned with a green suture. No further issues were noted with the profile of the deployed stent or shaft which could have contributed to the reported complaint. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.